Event description:
(B)(4): it was reported that a metal piece had chipped off of the horizontal arm of a halogen surgical light/flat panel suspension. There was no pt involvement reported and no adverse consequences reported.

Manufacturer narrative:
There was no reported pt involvement, therefore no pt data exists. The damaged suspension was evaluated in the field and replaced by a stryker field service rep. The suspension is being returned to the MFR for further eval. The investigation is ongoing. There was no pt involvement and no adverse consequences reported for this event.